Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (battery life) issue. The distributor stated that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the battery cap was not returned with the pump. A test battery cap was used and was able to fully tighten to the pump with no power loss observed. The battery compartment was intact. All current draws were within specification. There was no evidence of moisture contamination inside the pump when the case was removed, but there was a cold solder connection on the continuous glucose monitoring board. There were multiple low battery warnings and one replace battery alarm observed in the black box history.